Event description:
The customer complained that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample when tested with a vitros 5600 system. Tropi es result: 3.090 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unknown if the non-reproducible, higher than expected, tropi es result was reported from the laboratory and ocd is not aware of any reported allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample when tested with a vitros 5600 system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing could not be ruled out. The investigation was unable to rule out the customer¿s vitros troponin I es reagent or an unexpected 5600 analyzer issue as contributing factors to the events.